Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported non auditory percepts and poor sound quality after experiencing an electrical shock in (B)(6) 2012 (specific date not reported); while unplugging an electrical cord. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed december 12, 2013.